Event description:
It was reported that during a long ptca/stent procedure, the guide wire was being negotiated through a previously implanted stent. The guide wire appeared to become lodged between the stent and the artery wall. The guide wire was removed and a small segment of the guide wire remained in the patient.